Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) for help interrogating the patient's pacemaker. Ts assisted in troubleshooting, but the device could not be interrogated. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) for help interrogating the patient's pacemaker. Ts assisted in troubleshooting, but the device could not be interrogated. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the wand needed to be replaced. No adverse patient effects were reported.